Event description:
I use blood glucose test strips for the accu-check aviva plus meter. I noticed that when I switched test strip vials (the one was using ran out of strips) my morning blood glucose level was significantly higher day after day. I finally decided to cross-check the results with my husband's blood glucose meter (the accu-check glide) and test strips and the number was about 30 points lower (what it was before I started using the new vial. I ordered new test strips for my meter and now the readings are what they should be. Obviously, I had been sold a bad vial of test strips. The lot number is 690727, cat no: 06908217001.